Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Surgeon reported event as "eroded".

Event description:
Caller states patient tested 4.6 inr on the coaguchek xs system while comparison labs returned as 2.2 inr and 2.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.